Event description:
There was a report that an insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.